Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the right ventricular (rv) lead was implanted, the lead had diminished r-wave sensing. The lead remains in use. No patient complications have been reported as a result of this event.